Event description:
It was reported that during a cholecystectomy procedure, all the clips were not released and when released, they would not close/form properly. Anotherlike device was used to complete the procedure. There was no pt consequence.